Event description:
Fresh post operative heart, imed pc4 failed "error 112" pump as plugged in and had a yellow sticker dated 7/98. The pump was infusing nitroglycerin and nipride. The infusions were stopped by the pump error and infusions were transferred to another pump. During the changeover, the pt's blood pressure went as high as 210/111. There was no increase in mediastinal chest tube drainage noted. Pt suffered hypertension. Replaced mac assemblies. Work order lists: clean and inspect all external surfaces. Check for proper performance. Examine cables, power cords and operation. Verify correct operation of all controls, displays, indicator lights and alarms. Perform electrical safety inspection. Completion comments: replaced mac assemblies. No problem found.